Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 24oct2019. The manufacturer's international service technician evaluated the ventilator and a touchscreen failure was confirmed. The ventilator was calibrated and the reported problem was resolved. No parts were replaced during the inspection of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.